Manufacturer narrative:
Initial and final MDR (B)(4)- MDR . - device 3 of 4. E1 patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported by the patient that four infusion set was fell off during use on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information available.